Manufacturer narrative:
E.4 initial reporter phone # (B)(6). H.6 investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that there was no label or missing label information on 118 tubes. The following information was provided by the initial reporter: the belgium plasma supplier informed csl plasma about an inbound of test tubes without manufacturing label. Our plasma supplier identified 118 test tubes without labels.